Manufacturer narrative:
On 19-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a plastic string was noticed when it was pulled out of the patient. The issue wasn¿t noticed at the beginning of the procedure. The vizigo sheath's wire had a plastic string when it was pulled out of the patient after use on the patient at the end of the case. The object appeared to be a piece of plastic string. Very thin. It was clear. The material was loose in the device and came entirely out when thy physician pulled his wire out of the device. Nothing happened to the patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, and microscopic examination of the returned device was performed following bwi procedures. According to the pictures provided by the customer, a plastic string was observed out the vizigo sheath; however, during the analysis of the returned device in the lab, a visual inspection revealed no anomalies or physical damage on the device. Afterward, the shaft was inspected from the inside and delamination was observed. This condition could be related to the issue described by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The delamination inside the shaft could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the issue could be related to the interaction with the catheter or dilator while introduce into the sheath; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: full UDI number has been added to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a plastic string was noticed when it was pulled out of the patient. The issue wasn¿t noticed at the beginning of the procedure. The vizigo sheath's wire had a plastic string when it was pulled out of the patient after use on the patient at the end of the case. The object appeared to be a piece of plastic string. Very thin. It was clear. The material was loose in the device and came entirely out when thy physician pulled his wire out of the device. Nothing happened to the patient.